Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for low blood glucose levels. Customer called to report a car accident. Customer stated that the sensor was reading close 100 mg/dl, however, when the paramedics arrived blood glucose was 31mg/dl. Customer stated the significant events leading to the admission were unknown. Nothing further reported.